Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer reported feeling "much better." Customer is asymptomatic at the time of the call;customer did not seek medical attention.

Event description:
Costumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 to 160mg/dl. The customer reports symptoms of feeing very thirsty and frequent urination. Medical attention is not reported as a result of the actual blood glucose results. During the call on 11/14/2016, a back to back blood test was performed by the customer fasting and produced test results of hi and hi . The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states she has had nothing to eat or drink since the morning. Customer states she does not feel well because she has a bad cold. Asked customer if she was experiencing any symptoms at time, customer states she was thirsty and was having frequent urination. Advised customer to seek medical attention, customer refused and said she did not know if she would seek medical attention.